Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 13-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to recover. A field service engineer (fse) opened the back of the auxiliary unit and performed an inspection. The fse powered off the station, opened the back of drawer 3, replaced the controller board, and inspected and replaced the retractor band. All cables in auxiliary drawer 3 were reseated, and the drawer was reassembled. The station was powered on, and the fse logged into the hardware test application (hta), opened drawer 3.1, and verified that all lids opened properly. A full drawer test was executed, all failed fh drawers were opened, and medications that had fallen between the cubies were removed. The device was rebooted, and upon logging back into the application, the failure of drawer 3.1 was successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was unable to be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.